Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had early battery failure. The device was checked and there was 7-23 months of remaining battery longevity and then the "battery failed completely" about 1 month later. The device was explanted and replaced. No patient complications have been reported as a result of this event.